Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to customer's blood glucose level. Technical support provided information on resetting pump and assisted caller in doing so. Customer was instructed to continue using pump and to call back if malfunction code recurs. Caller acknowledged understanding.